Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: only the patient's age was provided, therefore a default date of birth has been listed date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unable to perform complaint lot history check for needle clog due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd pen needle experienced a case of not functioning, and being unable to deliver insulin. The following information was provided by the initial reporter: blood glucose level high. This solicited case, concerned a (B)(6) year-old (at the time of initial report) female patient of an unknown origin. The patient received insulin lispro (rdna origin) injections (humalog, cartridge), via a reusable pen (humapen luxura, half dose), at sliding scale, tid, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2016. On an unknown date there was a problem with black stick which was pushing and pulling the cartridge forward. It did not give pressure and black bar was fitting in the cartridge, but it had a broken end. She was continuing to receive her drugs with another persons insulin application pen. The black bar inside the pen did not advanced when she inserted the cartridge into it. Her blood sugar level was high sometimes (values and units not provided). Bd microfine needle tip was being used. Information regarding the corrective treatment and outcome of the event were not provided. Status of insulin lispro therapy was ongoing.